Manufacturer narrative:
The pump remains in use supporting the patient and no further events have been reported. A specific cause for the reported infection could not be determined; however, the instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has a driveline infection. The patient is currently on antibiotics with no further issues.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.